Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. However, no further information was available about the phaco handpiece. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on august 27, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing an occlusion in the phacoemulsification handpiece. It was reported that the handpiece was no working properly.